Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient I mplanted with centerpiece having anterior cervical decompression & cervical corpectomy therapy for cervical fracture. It was reported that after the artificial vertebra was implanted, the dr expanded and locked it. When locking, it was found that it could not be locked, and the screw nut of the artificial vertebra was expanded, resulting in the artificial vertebra being unable to be expanded. Levels implanted was cervical vertebrae 4-5. There was no delay in overall procedure. There was no revision surgery planned/ occurred as a result of the event and no patient symptoms were reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # 706781236: part # 436013d, lot# ca23a161 visual and optical examination identified that it appears that the hex of the screw has been damaged and the threads appear to be cr oss-threaded. The metal deformation gives indication that the failure was the result of torsional overload and misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.